Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen and unknown morphine (concentrations and doses unknown) via an implanted pump. It was reported the patient was in so much agony and excruciating pain because his pump was "sticking out so far" because he lost a significant amount of weight. It was noted the patient weighed (B)(6) lbs at implant date and now he was down to (B)(6) lbs. It was further reporter the healthcare provider (hcp) had arranged for him to have his pump replaced with a "smaller pump, a new kind that works the same" on (B)(6) 2020. It was reported it was about 5 months ago that he noticed his pump was sticking out and "started hurting really bad." The patient reported having 13 mg of morphine in the pump but was unable to clarify if it was the dose or concentration. It was reported the patient also had baclofen in the pump and knew it was a low dosage but did not know the concentration. The event date was (B)(6) 2020 (year valid). No further complications were reported.